Event description:
Antibiotic coated central line catheter was being trialed. During insertion, while removing the wire over which the line was placed, the wire split into - half remained in the pt, half was removed. The whole central line was pulled out, with the broken half of the wire in it. The pt suffered no harm as a result of this event.